Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in-clinic for follow-up with device found to be in backup vvi mode. A device download was performed successfully. Device remains implanted.